Event description:
The company was informed that the patient's device has extruded. The patient presented pus around the site without pain. The patient went to the emergency room where the wound was cleaned and treated with bactrim. The surgeon explanted the patient's device and reported that there was no infection in the mastoid.